Event description:
Patient sustained a thermal burn through the uterus and small bowel when a novasure was used during the ablation procedure. Discussion between surgeon and vendor revealed that patient had a small < 2.5cm, retroverted uterus which did not meet specifications for using the machine. The hand piece has an indicator of the size appropriateness showing in red when uterus was found to be too small (<2.5cm) for use of novasure. Surgeon is under the impression that when she was trained the size appropriateness indicator wasn't on the hand piece and felt the company should have made an effort to educate.